Manufacturer narrative:
(B)(4). This case was reviewed and investigated according to the manufacturer's policy. Attempts to obtain patient information have been unsuccessful. Attempts to obtain the patient information were made via email and phone. Additional information received states that the catheter tip may have embolized from arm where appeared to be stuck in vein branch to periphery of right lung based on CT today, suggested but not 100% due to motion artifact. [The physician] will just monitor. No tests/laboratory data was available. Other relevant info: no information was available. The implant or explant dates are not applicable to this device. Visual and microscopic inspection was performed on the returned device. The scanner body and floppy tip were separated and not returned with the device. The site of separation on the distal shaft was observed to be stretched. The expanded single lumen was torn. The catheter shaft was torn from the remaining distal end of the device all the way to the guide wire exit port. The microcables were severed and protruding from the catheter shaft. The probable cause of the broken tip and shaft separation is likely due to excessive force while pulling back when the user felt resistance as evidenced by the stretching observed at the separation site and the tear along the shaft. The instructions for use (IFU) cautions that the ivus catheter device is a delicate scientific instrument and should be treated as such. Always observe the following precautions: protect the catheter tip from impact and excessive force. Do not advance the guide wire against significant resistance. If binding occurs between the catheter and the guide wire while inside the patient, carefully remove both the wire and catheter and do not use. If binding occurs outside of the patient, remove the catheter and do not use. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. There were no nonconforming material reports or deviations noted that would contribute to the reported failure mode. This complaint will be monitored as part of complaint data analysis.

Event description:
It was reported the manufacturers catheter was passing around an existing stent to get imaging, during pullback doctor felt resistance and pulled back with more force. Tip broke off inside the patient. They were not able to retrieve the piece. They were able to completed the case by doing an intervention. This event is being reported because of tip separation and additional intervention.

Manufacturer narrative:
Internal reference: (B)(4). This case was reviewed and investigated according to the manufacturer's policy. Additional information received states that additional intervention was not performed. (This information is additional information and a correction to the initial MDR.) The lesion being treated was a stenotic area distal to a preexisting bard fluency stent in the right cephalic arch vein. Ivus was being used to access the lesion as well as the surrounding anatomy. The device was inspected prior to the peripheral procedure with no anomalies noted. Access was via a right arm a/v fistula. The ivus catheter had been advanced, with no resistance, once, into the brachial vein over a wire (cook 018 roadrunner guidewire, 180 cm) to perform a pullback through the stenosis. Both the wire and the manufacturers catheter terminated in the innominate vein. When pullback was attempted, the catheter came back to the level of the sheath without resistance, but would not come out at the level of the sheath. The device became stuck in the cephalic vein near the distal arm when removing the catheter prior to stent placement. The sheath and catheter were removed together, however the catheter tip remained stuck and the device would not come out. The tip embolized through the cephalic vein, to the axillary vein and was found lodged in a small branch of the junction of the axillary and brachial vein. This part of the vasculature had not been imaged with the ivus catheter. The catheter had not been placed in this part of the arm. No additional or surgical intervention was performed. It was determined by the physician that any attempt at retrieval would be riskier than leaving it where it was. The procedure, an extension of a subclavian stent, was successfully completed using angiography alone. The patient was discharged as expected. As of the date of this report the patient is reported to be stable and without complaints or ill effects. A CT scan suggests that the tip of the device has migrated to the lungs. The physician stated based on the quality of the study, that finding is open to interpretation. He will have a follow up CT in approximately 3 months. Other devices in use at the time of the event were: terumo pinnacle 6f sheath, 11 cm, - cook 018 roadrunner guidewire, 180 cm the instructions for use (IFU) cautions "if resistance is encountered during pullback, remove the entire system (guide wire, ivus catheter, sheath/guide catheter) at the same time''.

Event description:
This report is being filed to supplement the initial MDR submitted as additional and corrected information have been received by the manufacturer.